Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis exera iii gastrointestinal videoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was found in the air/water tube and cylinder. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material in the air/water tube and cylinder. This occurrence was likely remains from a previous procedure. These findings are due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to wear of the scope cover packing. It was also observed that there was discoloration on the suction, air, and water cylinders. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover had a chip. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, universal cord, forceps channel port, switch box, grip, control unit and on the plug unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.